Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after delivering a bolus, the customer observed having 20 units of insulin on board (iob) which was higher than what the customer expected to see. Reportedly, the customer thought a bolus of 2.18 units had been delivered. Tandem technical support reviewed the pump bolus history which showed that the customer had delivered a bolus of 20 units. Reportedly, the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump, and had entered a bg value of 442 into the carbohydrates section. The customer acknowledged the user error and reported bg level was 320 (mg/dl) at the time of the reported event.